Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. Analysis of the log files indicated that the battery life expectancy was reduced as a result of the customer's failure to promptly address repeated red asi warnings. On 4/01/25 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 4/08/25 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 4/11/25 when the battery pack became completely depleted. A replacement battery pack was inserted into the AED on 8/5/2025. The review identified that the AED is functioning as designed and can stay in service after a maual self test cleared the service code..

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.